Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of lipothymias. Interrogation of the implantable pulse generator (ipg) revealed a long av delay. The ipg was reprogrammed from aair to dddr mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.